Manufacturer narrative:
As reported, bleeding did not stop after using a 6/7f mynxcontrol vascular closure device (vcd) for hemostasis during a percutaneous transluminal angioplasty. The device was used per the instructions for use (IFU). The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The device was used with a 6f non-cordis sheath. Regarding the puncture femoral site, femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. There was little vessel tortuosity and minimal presence of pvd or calcium near the puncture site. Pulsatile bleeding was noted immediately upon device removal, and the sealant was deployed to the proper location. Anticoagulants, antiplatelets, or thrombolytics were used, but the specific names, dosages, and results are unknown. The act and the patient¿s inr during the procedure were also unknown, but it was confirmed that the patient did not have a history of coagulopathy. No issues were noted during balloon retraction or the button #2 step. A non-sterile mynxcontrol vcd 6f/7f(ce mark)¿ was returned inside of clear plastic bag for investigation. The unit was thoroughly inspected observing that both button #1 and button #2 are fully depressed with the clock symbol visible in the tension indicator window, and with the balloon completely withdrawing inside the tamp tube. The syringe was not returned for analysis. The stopcock is set on the open position. The procedure sheath was not returned for analysis. The sealant was not returned with the device. No damages or anomalies were observed on the returned device. No other outstanding details were observed. Simulated deployment test was not performed on the returned device per the mynx control instructions for use (IFU) due to the unit being returned fully deployed with the balloon completely withdrawing in to the tamp tube. To perform the functional test the unit must be in the manufacturing condition to simulate the deployment process. The complaint reported by the customer as ¿sealant~inability to achieve hemostasis¿ was not confirmed due the nature of the complaint and based on the condition of the unit as returned, which indicate that the deployment was performed as expected. Without procedural images and based on the information available, the cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors, such as the tortuosity and calcification of the vessel, may have contributed to the reported issue. The product analysis does not suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, bleeding did not stop after using a 6/7f mynxcontrol vascular closure device (vcd) for hemostasis during a percutaneous transluminal angioplasty. The device was used per the IFU. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The device was used with a 6f non-cordis sheath. Regarding the puncture femoral site, femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. There was little vessel tortuosity and minimal presence of pvd or calcium near the puncture site. Pulsatile bleeding was noted immediately upon device removal, and the sealant was deployed to the proper location. Anticoagulants, antiplatelets, or thrombolytics were used, but the specific names, dosages, and results are unknown. The act and the patient¿s inr during the procedure were also unknown, but it was confirmed that the patient did not have a history of coagulopathy. No issues were noted during balloon retraction or the button #2 step. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.